Event description:
It was reported that the implant was removed due to that the dentist found the implant to be too lingual for ideal restoration.

Manufacturer narrative:
Zimvie complaint: (B)(4). A4: patient weight is not provided / unknown.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Implant collar/platform was damaged possibly during the removal. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are improper techniques used and patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.